Event description:
It was reported that on (B)(6) 2022 an arteriotomy closure of the right common femoral artery was achieved using a prostyle device after a peripheral transluminal angioplasty interventional procedure using a 6f sheath. Reportedly on (B)(6) 2022, the patient contacted the physician reporting intermittent pain and numbness. Under the instruction of the physician, the patient returned to the hospital on (B)(6) 2022. A femoral angiogram was performed and it was confirmed that the vessel had become occluded. The vessel was treated successfully with angioplasty using a drug coated balloon. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect(s) of occlusion, numbness and pain are listed in the perclose prostyle suture-mediated closure and repair system instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.